Event description:
Reported 1 false positive sars results for one asymptomatic patient (off label at the time) for patient screening. The customer communicated the result was confirmed negative by molecular (pcr testing) and rapid antigen testing. Customer had a testing volume of 149 tests per week.

Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause; cannot duplicate with retains. Source; phone.